Event description:
Customer called in after observing varying results on 1 pt, 2 meters and 1 lot. Inratio #1 sn: (B)(4), inr = 0.9. Inratio #2 sn: (B)(4), inr = 2.0. Two mins between each test. Pt's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.